Manufacturer narrative:
(B)(4). The head harness connectors of an iw980jeu wall mount infant warmer, which were reported to be burnt and discoloured, were not returned to fisher & paykel healthcare (f&p) for investigation. Our analysis is accordingly based on our previous investigations on similar complaints, our knowledge of the product and a photograph provided by the customer. The upper and lower head harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations on similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. It should be noted that the subject infant warmer unit was over 10 years old at the time of the reported malfunction and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail, the infant warmer displays an error code and enters a fail-safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A hospital in (B)(6) reported that they found burn marks on the upper head harness connectors of an iw980 wall mount infant warmer. The lower and upper head harnessed had discoloration as well. No patient consequences were reported.